Manufacturer narrative:
H11. Additional narrative: updated h6. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 11500a 27mm was explanted due to unknown reasons. Per product evaluation the x-ray demonstrated commissure 1 bent inward and cocr band bent outward near leaflet 1. No other visible inconsistencies were observed on the valve. Multiple suture holes were visible around the sewing ring.

Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. H3: product evaluation the x-ray demonstrated commissure 1 bent inward and cocr band bent outward near leaflet 1. No other visible inconsistencies were observed on the valve. Multiple suture holes were visible around the sewing ring. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.